Event description:
The customer reported a diluent leak of an unknown volume inside the left side of the beckman coulter - coulter lh 750 slidemaker. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched and replaced brown stripe and I-beam tubing that goes through vl #120 and solenoid #120. Vl120 is the second aspiration line. The fluids that may be associated with this incident are blood and isoton. The cause of the leak was the tubing at vl120

Manufacturer narrative:
(B)(4).